Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the msm20 scissored the vein. A new instrument was opened to complete the procedure without incident. There was no pt consequence.